Manufacturer narrative:
E1.: address: (B)(6). The device was returned to olympus for inspection. And the reported failure was confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: root of universal cord was fractured and the end surface of the light-guide bundles of the distal end chipped. A root cause could not be identified. Based on the results of the investigation, it is likely, the blurry image occurred, due to a component failure of the universal cord. Additionally, it's likely, the distal end chipped, due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the subject device had a blurry image. The event occurred, during maintenance. There was no patient involvement.